Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Patient reported obtaining a blood glucose result of 11.2 mmol/l on the aviva combo system. Patient retested blood glucose, 1 minute later, and obtained a result of 5.7 mmol/l. Patient did not modify therapy based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.